Event description:
"Attorney alleges: personal injuries the pt sustained as a result of a malfunctioning spinal cord stimulation device." The device was explanted but not returned to the MFR for analysis. A follow up report will be sent when additional info is received.